Manufacturer narrative:
The pod was received with the soft cannula deployed. The battery voltages of the pod were measured to be lower than expected and corrosion was observed on the pcba (printed circuit board assembly), which contributed to the low battery voltages. All attempts to retrieve the data from the pod were unsuccessful due to the corrosion on the pcba. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which allowed fluid to leak inside the device and contributed to the observed corrosion. Without the data, it could not be conclusively determined if a hazard alarm had been generated by the returned device or whether or not the pod was successfully deactivated. The exact cause of the reported event could not be determined. The pod was received with dent marks in the top housing. Internal inspection found the reservoir cap to be dented and the lower ratchet retainer pin to be loose. These damages lined up with impact marks in the piezo element and the underside of the top housing, indicating post use damage occurred. It could not be conclusively determined if the post use damages contributed to the inability to pull pod data.

Event description:
It was reported the patient's blood glucose level rose to 364 mg/dl while wearing the pod. Upon investigation of the lab, the pod's cannula was found to be damaged. The patient initially reported an unexpected alarm from the pod.